Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with an user interface module display fault was confirmed during product evaluation. This condition was due to a distorted main display. The main display screen was replaced to fix this condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem.

Event description:
The facility reported a colleague infusion pump with the reported condition "uim display fault at switch on". It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.7 (8.11.00).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.a follow-up report will be filed upon completion of the evaluation or if any additional details become available.